Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026. The blockage is located in the tubing. The patient replaced the supplies as necessary and resumed insulin therapy. No further information available.